Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 530 mg/dl at the time of incident. The customer's blood glucose was 565 mg/dl at the time of call. The customer reported that the no delivery alarm was resolved by a complete set change and reservoir. The customer was assisted in delivering bolus with the current blood glucose. The infusion set will not be returned for analysis.